Event description:
It was reported that the event involved a male patient while in the cath lab. After the medical doctor successfully placed the intra-aortic balloon (iab) through the sheath via the femoral artery, the medical doctor attempted to inflate the balloon with no success. As a result, the iab was removed and replaced with a new one. No medical/surgical intervention was required. No delay or interruption in therapy noted. There was no report of patient death, complications or injury. The patient outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.